Event description:
It was reported that this pacemaker exhibited oversensing of myopotential noise on the right atrial (ra) channel. The ra lead is a non-boston scientific product. Technical services (ts) reviewed the reports and noted that there were inappropriate atrial tachy responses (atrs). Ts provided reprogramming options to the health care professional (hcp). The device remains in use. No adverse patient effects were reported.